Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent abn ablation procedure for atrial fibrillation (afib) with both pentaray nav high-density mapping eco and thermocool® smart touch® sf bi-directional navigation (stsf) catheters and a thrombus issue occurred. During the procedure, right after the stsf catheter was connected, a force sensor error (106) was displayed. The observed force sensor error 106 has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Catheter replacement resolved the issue. At about 1 hour into the procedure, the pentaray catheter could not be flushed as the lumen was clogged. There were no error messages displayed for pentaray. The procedure was completed without patient's consequence. The observed thrombus has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with both pentaray nav high-density mapping eco and thermocool® smart touch® sf bi-directional navigation (stsf) catheters and a thrombus issue occurred. During the procedure, right after the stsf catheter was connected, a force sensor error (106) was displayed. On 11/18/2019, the biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent abn ablation procedure for atrial fibrillation (afib) with both pentaray nav high-density mapping eco and thermocool® smart touch® sf bi-directional navigation (stsf) catheters and a thrombus issue occurred. During the procedure, right after the stsf catheter was connected, a force sensor error (106) was displayed. The investigational analysis completed (B)(6)2020 . The device was visually inspected and it was found in good conditions. Then, an irrigation test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the shaft area. The irrigation tubing was found folded. A manufacturing record evaluation was performed and no internal actions were identified. The customer regarding thrombus clot cannot be confirmed. However according the event, the flow lumen clogged was confirmed. Based on available analysis results, the occlusion observed appears to be caused by internal biosense webster inc. Operations, specifically, the manufacturing process. However, improvements on the process were implemented through an internal investigation to reduce this failure. Manufacture reference no:(B)(4).